Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Product event summary post market vigilance (pmv) led an evaluation of one endo gia* tri-staple rr 60mm m/t reload. However, the unknown idrive ultra handle and unknown egia adapter were not received. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. The sutures and the reinforcement material are intact. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument (0155) for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage for the reload was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4). Post market vigilance (pmv) received one endo gia* tri-staple rr 60mm m/t reload opened by the account with the appropriate packaging in an undamaged condition. The product will expire on 2022-01. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. The sutures and the reinforcement material are intact. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument (0155) for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The powered handle and the reload were working correctly for the first firing. For the second firing, the jaws could not close on the tissue inside the patient. The reload was able to be closed correctly outside the abdominal cavity. All of the lights were flashing. There was no problem loading the adapteror the reload and the handle was able to recognize the reload. In order to resolve the issue and complete the case, used another reload and finished successfully. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.